Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed between the fibers of the dialyzer immediately upon initiation. Of treatment. Blood test strips were used & tested positive. The machine's blood leak detector did alarm appropriately. The estimated blood loss to the patient was 100ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on another machine in the facility w/a new set-up. The sample is not available for investigation.

Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review was performed on the sub-assembly lot numbers used in production of the finished product, and there were no non-conformances in any of the raw materials used in finished lot production.